Manufacturer narrative:
Complaint confirmed. One unpackaged ar-6480 serial (B)(6) was returned for investigation. The returned device was visually inspected and noted typical signs of wear and tear. The warranty seal was not damaged. The returned device was assembled with an ar-6430 lot# 40067370 and ar-6421 lot# 65708975 pump tubing. It was attempted to test and evaluate under normal use conditions to see if the reported issue (s) could be reproduced. The pump was connected to the power and turned on. When trying to select the desired pressure, it was noted that the screen didn't respond. The screen is frozen and not responding. The most likely cause(s) for the reported failure is the wear and tear damage incurred over repeated usage.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems-06055168 that an ar-6480 pump screen was frozen. This was discovered during use with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.